Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels around 40 mg/dl. The customer stated that these lows were due to not knowing how to count carbs. The customer also reported that she had issues with blood at the site and bent cannulas. No products are being replaced or returned for analysis.